Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-10933. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the pacemaker was far r-wave over-sensing and the right ventricular lead was under-sensing. Also, automatic mode switch episodes were noted. Programming changes were made. Patient was stable.